Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation a red screen with a da error message. It was noted that the red screen disappeared and the device interrogation showed normal function. Boston scientific technical services (ts) was contacted and discussed that this is a self correcting temporary memory bit flip in the device firmware. The device remains in service and no adverse patient effects were reported.